Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted with no leak noted. An anterior gutter was present at implant. Anti-coagulation was stopped at 45-day post-implant. At the routine 4-month transesophageal echo (tee), a device related thrombus on the device was noted on the side of the center pin on the face of the device leaning towards the anterior side, but not filling the gutter. The patient currently has no symptoms. The patient will restart xarelto and a repeat tee will be performed in approximately 3 months to see if the thrombus has resolved.